Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right video-assisted thoracic surgery (vats) and wedge resection on upper right lobectomy, the reload was placed on the lung tissue, and the green button was pressed prior to firing, but the handle could not be squeezed. It was reported that tissue was not thick and another reload was used to complete the procedure. There was no patient injury.